Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for separation of the transfer straw with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® c&s transfer straw kit experienced a molding defect, short shot which was noted during use. The following information was provided by the initial reporter: material no. 364953 batch no. 9121865. Needle separating from transfer straw needle portion of transfer straw separating while using 2 incidents identified on two separate occasions and at two different locations, staff had the needle portion off the transfer device separate while using the product. This puts them at risk for a needle stick. The needle and shielding separated exposing just the needle to staff. Luckily no one was stuck.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® c&s transfer straw kit experienced a molding defect, short shot which was noted during use. The following information was provided by the initial reporter: material no. 364953, batch no. 9121865. Needle separating from transfer straw. Needle portion of transfer straw separating while using. 2 incidents identified on two separate occasions and at two different locations, staff had the needle portion off the transfer device separate while using the product. This puts them at risk for a needle stick. The needle and shielding separated exposing just the needle to staff. Luckily no one was stuck.